Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using one hawkone device to treat a moderately tortuous and moderately calcified proximal posterior tibial artery lesion. A 6fr sheath and non-medtronic 0.01 guidewire was used in the procedure. Prior to use in the patient, the device was removed from its packaging and inspected. A glue like substance was noticed on the tip of the catheter and right at the nose cone and at the jog of the catheter. The IFU was followed during the procedure. The device was used to treat the lesion successfully and was removed from the patient. On removal from the patient, the physician noticed that the hydrophilic coating of the catheter was peeling off and that they were concerned that the debris coming off the catheter could harm the patient and possibly cause distal embolisation. No intervention was required. The physician used a balloon to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the hawkone was returned connected to a cutter driver. No other ancillary devices were included. The hawkone was inspected and the slide cover and the valve assembly were observed to be detached. The hypotubing between the two components was bent at an approximate 90 degree angle. The cutter was advanced within the distal assembly and dried blood was noted within the laser drilled segment distal to the cutter. Under a microscope the surface of the torque shaft showed circumferential shinny lines, areas of dull coating intersecting with a shinny surface. The hydrophilic coating of the hawkone showed uneven amounts of coating throughout the distal and medial end of the torque shaft. The coating appeared dull and porous where it appeared thicker. Areas of the shaft were clear and smooth where the coating was either non-existent or thin. The torque shaft was inspected by running the length of the torque shaft through two fingers. The surface felt rough throughout the entire shaft until approximately 20cm distal to the strain relief. No abnormality of the coating was noted at the proximal end of the shaft. If information is provided in the future, a supplemental report will be issued.